Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable ise indirect gen.2 sodium result for one patient sample from a cobas 6000 c (501) module. The serial number was requested but was not provided. The initial result was 122 mmol/l and the repeat result was 141 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The field service representative found an issue with the sodium electrode. He replaced the electrode and the customer had no further issues.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.